Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
It was reported that a patient was originally treated with a fibula free flap reconstruction on the left side of the mandible. The patient presented in the emergency room with signs of cellulitis. Patient was placed on antibiotics and brought to the operating room. The surgeon removed five screws and one reconstruction plate and a non-union was observed. The surgeon debrided the mandible and soft tissue, and placed a mandible ex-fix. Surgery was successfully completed. This report is 5 of 6 for complaint (B)(4).